Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged sensor board. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection identified that there was damage to the sensor board. The cause of the damage is unknown. The device was swapped. If additional relevant information is obtained, then a follow-up MDR will be submitted.